Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (not working properly) has been confirmed. Upon investigation the battery charger was unable to charge a battery pack. The chager was sent to the supplier for further root cause investigation. The root cause investigation is currently underway at the supplier. No adverse event resulted from the damaged charger.

Event description:
A us distributor returned a patient's charger and reported that the charger was non-functional.

Event description:
A us distributor returned a patient's charger and reported that the charger was non-functional.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger was unable to charge/recognize a battery pack. The battery charger/modem displayed a yellow #1 light when no battery was inserted, indicating a charger failure. The cause for the failure was isolated to contamination on the battery board pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged charger. Device evaluation of battery charger/modem sn (B)(6) has been completed. The reported problem (not working properly) has been confirmed. Upon investigation the battery charger was unable to charge a battery pack. The chager was sent to the supplier for further root cause investigation. The root cause investigation is currently underway at the supplier. No adverse event resulted from the damaged charger.